Event description:
In 2007, a female underwent aaa repair. One flex main body graft and two iliac leg grafts were placed. Then approx one and a half months later, three main body extension grafts were placed due to proximal type I endoleak. The physician had some difficulty with deployment and positioning of the main body extensions which is why three were used.

Manufacturer narrative:
Evaluation: cook's instructions for use does advise that inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration, or inadvertent occlusion of the renal or internal iliac arteries. No product was returned to assist in this investigation.